Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. During visual evaluation, the pusher wire was received detached from the pusher catheter. On functional testing, resistance was felt during test. Filter did not deploy. The filter was noted to be at the distal end. A cut was made at the distal portion of the sheath. Therefore, the investigation is confirmed for the reported positioning failure as the resistance was felt and the filter was not deployed. The investigation is identified for the detachment which is confirmed as the pusher wire was detached from pusher catheter. A definitive root cause for the positioning failure and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided inferior vena cava filter placement procedure via the left femoral vein approach, the filter was allegedly failed to be pushed out of the guide sheath. The procedure was completed using another device. There was no reported patient injury.